Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.

Event description:
Info received indicates the pump continues to push air into the pt when the food is gone.